Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. A surgical procedure was performed, during which the existing ipp was removed and replaced. No further patient complications were reported.